Event description:
It was observed during central processing that the prograsp forceps instrument tips would not open. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint tips won't open is not confirmed. However, we found some wears on the main tube. Distal end of main tube has various wears. Damage may have been caused by instrument collisions or rough handling. Main tube exhibits light material removal at the distal end from scratch/gouge marks.